Manufacturer narrative:
Case (B)(4).

Event description:
It was reported that, an old vortex vacuum mixing system model was returned to the warehouse and the external packaging and sealing film had holes in it, compromising its sterility.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage during shipping, mishandling or manufacturing process errors could be probable causes of the reported event. With no other complaints for the batch, we consider this an isolated event. However, we will continue to monitor this failure mode in the future. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.